Event description:
It was reported that the 7900 system locked up and shut down during a case. Also the monitor fuse was blown. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The mcs monitor upgrade kit was installed and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.